Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a diaphragmatic twitch caused by the left ventricular (lv) lead capturing the phrenic nerve. It was noted the patient had experienced left upper quadrant/lower chest wall pulsations for more than a year. The lv lead parameters were reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.